Manufacturer narrative:
Product analysis: analysis found that the connector port was cracked. The connector was replaced. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken connector. The epg was returned for servicing. There was no patient involvement.